Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, the helix of the right atrial (ra) lead failed to fully deploy upon the first attempt to position the lead. The helix was retracted and repositioned, and deployed after 20 turns but with poor lead parameters. A third attempt was made, and the helix deployed after 30 turns, but again suboptimal parameters were observed. The lead was replaced with new 7741, which took another 2 atrial deployments to get acceptable lead parameters. The procedure was completed without further complications. No adverse effects to the patient were reported. The first lead was discarded by nursing staff, and therefore is not available for return.